Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply was 'not working' despite green light was on. The procedure was completed with a new device and replacing the vh4030 ext cord. Yes, there was a procedural delay due to troubleshooting the issue. No patient effects.

Manufacturer narrative:
Tw ID# (B)(4) since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
Tw # (B)(4). The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
N/a.